Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
In the study, "effect of continuous glucose monitoring on glycemic control, acute admissions, and quality of life: a real-world study", a total of 337 (65%) patients used medtronic minimed® paradigm insulin pumps (medtronic, northridge, ca), 117 (23%) patients used brand c, and 58 (11%) patients used medtronic minimed® 640g insulin pump (medtronic). Sensors used by patients were medtronic minimed® enlite® sensor (medtronic) (n = 382; 75%), brand d (n = 121; 24%), and brand e (n = 8; 2%).most frequent reasons for discontinuation were related to the system itself, such as alarm fatigue (n = 18, 35%). Other reasons were ,70% usage of rt-cgm (n = 17, 33%), local and/or technical problems (n = 16, 31%), and no apparent benefit for patient and/or physician (n = 12, 23%). Additionally, the number of patients who were admitted to emergency room or hospital because of severe hypoglycemia and/or ketoacidosis decreased from 16% the year prior to rt-cgm initiation to 4% during the year in the program. Troubleshooting did not occur for the patients who experienced these events. No products were returned to medtronic for analysis as a result of this study's findings.